Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: a surgeon transected the proximal rectum, using the idrive, then transected the distal rectum, using the (B)(4)(n3g0521lx). He approached the jaws of the (B)(4)(n3g0521lx) to the spot, and clamped them. He pushed the green button (push before firing button) and then pushed the blue button (firing button), but the idrive did not fire. So, the surgeon replaced the idrive with an ethicon stapler. There was no damage to the patient. The next day, it was used during a vats wedge resection case by a different surgeon. After a successful loading, the scrub nurse gave the surgeon the idrive. An error occurred and the articulation function moved without the command of the doctor. As a result, the surgeon used the endo gia ultra stapler. There was no damage to the patient.

Manufacturer narrative:
(B)(4).